Event description:
It was reported that prior to using bd vacutainer® fh 20mg .143 i.u. Blood collection tubes, a piece of glass was found in one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® fh 20mg .143 i.u. Blood collection tubes, a piece of glass was found in one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 16 -sep-2025. Investigation summary: bd received three photos and one sample for investigation. The evaluation of the returned sample revealed a piece of broken glass inside the tube. Additionally, 100 retained samples were visually inspected, and no glass foreign materials were found inside the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - glass. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.